Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Clarification to g3: the initial aware date was 16/mar/2022 and was inadvertently submitted as 17/mar/2022. The initial MDR report was submitted within 30 days. Device evaluation: analysis of the returned device identified: underweight, crease fold and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior and radius, wear abrasion, stress marks and missing shell. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted and replaced.